Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A 18MM AMPLATZER AMULET WAS CHOSEN FOR IMPLANT USING AN 14F AMPLATZER STEERABLE DELIVERY SHEATH. PRE-PROCEDURAL LANDING ZONE MEASUREMENTS USED TO DETERMINE DEVICE SIZING WERE REPORTED AS 19.3 MM AT 0°, 15.3 MM AT 45°, 12.6 MM AT 90°, AND 13.0 MM AT 135°. DEVICE SIZING WAS DETERMINED BY AVERAGING THE MEASUREMENTS AND UPSIZING FROM THE LARGEST DIMENSION; AN INITIAL 20 MM DEVICE WAS SELECTED BUT WAS NOTED TO BE OVERLY COMPRESSED, AND THEREFORE A SMALLER 18 MM DEVICE WAS IMPLANTED. TRANSESOPHAGEAL ECHOCARDIOGRAPHY (TEE) WAS UTILIZED AS THE IMAGING MODALITY DURING THE PROCEDURE. THE IMPLANTER REPORTED THAT THE CLOSE CRITERIA WERE SATISFIED, AND THE IMPLANT APPEARED IDEAL ON FLUOROSCOPY. DURING THE PROCEDURE, INTERMITTENT EPISODES OF SINUS TACHYCARDIA WERE NOTED. A TENSION TEST WAS PERFORMED. THE LEFT ATRIAL PRESSURE WAS MEASURED AT 12 MMHG. THE PATIENT RECEIVED 500 ML OF FLUID PRIOR TO THE PROCEDURE AND AN ADDITIONAL 500 ML DURING THE PROCEDURE, AND LEFT ATRIAL PRESSURE WAS NOT REMEASURED FOLLOWING FLUID ADMINISTRATION. THE PROCEDURE INVOLVED A FULL RECAPTURE OF THE DEVICE, WITH ONE PARTIAL RECAPTURE INTO THE SHEATH, AND THE FINAL DEVICE CONFIGURATION AT IMPLANT WAS DESCRIBED AS A TIRE SHAPE. NO PERI-DEVICE LEAK WAS DETECTED AROUND THE LOBE. THE PATIENT UNDERWENT THE AMULET PROCEDURE AND WAS SUBSEQUENTLY TRANSFERRED TO THE RECOVERY AREA. WHILE IN RECOVERY, AN EKG DEMONSTRATED RAPID BRADYCARDIA, AND THE PATIENT WAS FOUND TO BE UNRESPONSIVE. AN ECHOCARDIOGRAM WAS PERFORMED AND SHOWED NO EVIDENCE OF PERICARDIAL EFFUSION. AS THE PATIENT HAD A DO-NOT-RESUSCITATE (DNR) ORDER IN PLACE, CARDIOPULMONARY RESUSCITATION WAS NOT INITIATED, AND THE PATIENT EXPIRED. THE FAMILY DECLINED AN AUTOPSY. THE CAUSE OF DEATH WAS REPORTED AS UNKNOWN. THE PATIENT WAS REPORTED TO BE IN STABLE CONDITION PRIOR TO THE IMPLANT PROCEDURE. THE IMPLANTER CLASSIFIED THE DEATH AS LIKELY RELATED TO THE PROCEDURE OR RECOVERY RATHER THAN DEVICE PERFORMANCE, NOTING THAT NO PERICARDIAL EFFUSION WAS PRESENT AT THE TIME OF DECOMPENSATION. IT WAS ALSO REPORTED THAT THE PATIENT HAD BEEN FED WHILE LYING FLAT DURING RECOVERY, RAISING CONCERN FOR POSSIBLE ASPIRATION; HOWEVER, THIS COULD NOT BE CONFIRMED. A POST-PROCEDURAL STROKE WAS ALSO CONSIDERED, AS THE OBSERVED CLINICAL FINDINGS WERE BRADYCARDIA FOLLOWED BY UNRESPONSIVENESS.

Event description:
It was reported that on (b)(6) 2026, a 18mm Amplatzer Amulet was chosen for implant using an 14F Amplatzer Steerable delivery sheath. Pre-procedural landing zone measurements used to determine device sizing were reported as 19.3 mm at 0°, 15.3 mm at 45°, 12.6 mm at 90°, and 13.0 mm at 135°. Device sizing was determined by averaging the measurements and upsizing from the largest dimension; an initial 20 mm device was selected but was noted to be overly compressed, and therefore a smaller 18 mm device was implanted. Transesophageal echocardiography (TEE) was utilized as the imaging modality during the procedure. The implanter reported that the CLOSE criteria were satisfied, and the implant appeared ideal on fluoroscopy. During the procedure, intermittent episodes of sinus tachycardia were noted. A tension test was performed. The left atrial pressure was measured at 12 mmHg. The patient received 500 mL of fluid prior to the procedure and an additional 500 mL during the procedure, and left atrial pressure was not remeasured following fluid administration. The procedure involved a full recapture of the device, with one partial recapture into the sheath, and the final device configuration at implant was described as a tire shape. No peri-device leak was detected around the lobe.The patient underwent the Amulet procedure and was subsequently transferred to the recovery area. While in recovery, an EKG demonstrated rapid bradycardia, and the patient was found to be unresponsive. An echocardiogram was performed and showed no evidence of pericardial effusion. As the patient had a do-not-resuscitate (DNR) order in place, cardiopulmonary resuscitation was not initiated, and the patient expired. The family declined an autopsy. The cause of death was reported as unknown. The patient was reported to be in stable condition prior to the implant procedure. The implanter classified the death as likely related to the procedure or recovery rather than device performance, noting that no pericardial effusion was present at the time of decompensation. It was also reported that the patient had been fed while lying flat during recovery, raising concern for possible aspiration; however, this could not be confirmed. A post-procedural stroke was also considered, as the observed clinical findings were bradycardia followed by unresponsiveness.

Manufacturer narrative:
An event of bradycardia and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. A lot number was not provided so no device history record or lot specific similar complaint review is required. Based on the available information, the cause for the reported death appears to be related to patient effect of bradycardia. The root cause of bradycardia could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.Based on Medical Review: "An (b)(6) female patient underwent a left atrial appendage closure with an Amulet device without any reported intra-procedural complications. Following the procedure, while in the recovery area, the patient developed bradycardia on electrocardiogram and subsequently became unresponsive. Emergent echocardiography did not demonstrate a pericardial effusion. Due to the patient¿s do-not-resuscitate (DNR) status, resuscitative measures, including cardiopulmonary resuscitation (CPR), were not initiated, and the patient expired. An autopsy was declined by the family. It was reported that the patient had been fed while in a supine position post-procedure. The exact cause of death remains undetermined; however, potential contributing factors include aspiration and/or an acute neurologic event (e.g., stroke). Based on the limited information available, the event does not appear to be related to the device."